Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device received an occlusion error/fails calibration. No patient involvement.

Event description:
The customer reported that the device received an occlusion error/fails calibration. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower & upper pressure sensor due to check IV set error. Replaced membrane frame, right side iui and dim u2 and u4 on display board. A review of the device history record for (B)(6) was performed from date of manufacture 10/15/2014 to present date 01/07/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor - check IV set. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# pa-2014-0026 lvp pressure sensor. CAPA# ca-2018-0161 iui conn issues. CAPA# 1143616 lvp dim u4 display.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 15oct2014 to present date 07jan2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair.

Event description:
The customer reported that the device received an occlusion error/fails calibration. No patient involvement.